Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately on (B)(6) 2025, the patient experienced throwing up blood, unable to stand and very sick. A comparative measurement was taken, the dexcom reading was low and fingerstick was in the 400's (it was not specified if it was taken by ambulance or hospital) the patient alleges being hospitalized with diabetic ketoacidosis for 2 days and was discharged on (B)(6) 2025. The patient was treated with fluid and insulin. The patient did not provide additional details. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - correction. D1 brand name - correction. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. Primary UDI number - correction. G3: date received by mfg - additional information. G4 PMA / 510k (premarket numbers) - correction . G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 06/19/2025. The patient reported that during the memorial day weekend, while seated on his couch, he received a low glucose alert from his dexcom continuous glucose monitor (cgm). In response, he consumed food and juice. Despite this, the cgm reading remained unchanged, and the patient began to feel increasingly unwell. He subsequently performed a manual fingerstick (fs) blood glucose test, which indicated a glucose level of 350 mg/dl. The patient described experiencing severe symptoms, including hematemesis (vomiting blood), inability to stand, and a general feeling of being extremely ill. Emergency medical services (ems) were contacted, and he was transported by ambulance on (B)(6) 2025. At the time of ems intervention, the dexcom cgm continued to display a ¿low¿ glucose reading. However, a fingerstick blood glucose test performed by ems or hospital personnel showed a value in the 400s mg/dl. The patient confirmed that he was using the dexcom g6 device, not the g7. No further details regarding the patient¿s treatment or follow-up care were provided during the call. No additional patient or event information is available at this time.